Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported that there was leak from the silicone tubing of the transfer set during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection did not show any cause for the leak. Leak testing was performed with no issues noted. Clear passage test and clamp function test were performed with no issues noted. The sample was not confirmed for the reported problem; therefore, no cause was determined. A batch review could not be performed because the lot number was not available. If additional relevant information is received a follow-up will be submitted.